Manufacturer narrative:
05-mar-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Bled - skin [skin haemorrhage]. Cut face [skin laceration]. Metal rod that holds the brush head snapped at the groove so the head wasn't fixed securely, the head came away - oral-b [device breakage]. Case description: consumer contacted via e-mail and stated that the metal rod that holds the brush head snapped at the groove so the brush head wasn't fixed securely; when his/her daughter was cleaning her teeth the head came away. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bled - skin [skin haemorrhage]. Cut face [skin laceration]. Metal rod that holds the brush head snapped at the groove so the head wasn't fixed securely, the head came away - oral-b [device breakage]. Case description: consumer contacted via e-mail and stated that the metal rod that holds the brush head snapped at the groove so the brush head wasn't fixed securely; when his/her daughter was cleaning her teeth the head came away. No serious injury was reported.